Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -13.0/4.0/025 (sphere/cylinder/axis), was implanted into the patient's right eye (od) on (B)(6) 2023. Low vault with rotation was observed. On (B)(6) 2023, the lens was repositioned and was not resolved. The lens was then exchanged for a same size lens and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned in moisture in a microcentrifuge vial. Visual inspection found the haptic bent and broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).